Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up, increased capture threshold, decreased r-wave amplitude, decreased pacing lead impedance, and far-p wave oversensing were observed. Fluoroscopy revealed lead dislodgement. The lead was repositioned and remains implanted. The patient was in good condition post-procedure.